Event description:
Cotton fluff from the tampon is left in my body- vagina [foreign body in reproductive tract]. When I pulled it out, I discovered that all the front of the product was opened [complication of device removal]. Cotton fluff from the tampon is left in my body- tampon [device breakage]. Case narrative: consumer reported via email that cotton fluff from the tampon was left in her body. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Cotton fluff from the tampon is left in my body- vagina [foreign body in reproductive tract] when I pulled it out, I discovered that all the front of the product was opened [complication of device removal] cotton fluff from the tampon is left in my body- tampon [device breakage] case narrative: consumer reported via email that cotton fluff from the tampon was left in her body. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.